Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a care alert was received for high superior vena cava (svc) impedance. The patient was admitted to the hospital. The device was interrogated and noted svc impedance of 172 ohms and a high impedance alert. Further x-rays noted the lead had ¿totally snapped into two¿. The patient remains hospitalized while physicians determine a course of action. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received noted the lead has been explanted and replaced. Product event summary: (B)(4) the full lead was returned in segments, analyzed and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.